Event description:
It was reported that the patient was experiencing diaphragmatic stimulation. As such, the lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.